Event description:
Related manufacturer reference number: 2017865-2023-15874. It was reported that during implant. Device interrogation revealed failure to capture on the right ventricular (rv) lead and atrial (ra). The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.